Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported being "breathless". The patient also noted not using the pacemaker any more and being told that the device could not be shut off. Follow-up was conducted to obtain information on whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.